Manufacturer narrative:
Visual inspection was performed on the returned device. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no similar complaints. Based on the information received and analysis of the returned device, the investigation determined that the reported difficulties appear to be related to operational context of the procedure as it is likely the device interacted with the heavily calcified lesion during advancement causing the reported failure to advance and subsequent material deformation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. C9 - #1 event reappeared after reintro updated to doesn¿t apply. H6 - medical device problem code 1069 removed and 2976 added.

Event description:
Subsequent to the initially filed reports, additional information was provided. Return device analysis did not confirm the reported stent fracture. The device was returned with the entire length of the stent implant was bent. The first ring of the proximal end of the stent implant was bent and flared. No additional information was provided.

Event description:
It was reported the procedure was to treat a heavily calcified lesion in the left anterior descending artery. The 2.50x38mm rx xience alpine stent delivery system (sds) was advanced however resistance was met passing through the lesion and the stent struts broke. The sds was removed and a non-abbott device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.